Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6). 2022, the patient reported that she is pregnant, and her infusion set's site was not sticking. Therefore, the infusion set's site was leaking, and the site location was patient's lower back. Her blood glucose level was within range. This issue occurred with eight infusion sets. Moreover, the infusion set had been used for four days. Reportedly, there was no stress or pull on the infusion set. No further information available.